Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Event description:
It was reported that two months after implant, the patient¿s pain level increased and the catheter came loose from the spine. Two months following the catheter revision, the patient¿s pain level was increased again. It was stated that the patient was sent for a scan and the catheter was not seen (clinic in (B)(6) wanted to fix the pump). Later, when the patient was in (B)(6), the physician reportedly could not ¿find the catheter¿ with a dye study and another physician could not find the catheter with a body scan. The patient wanted to know what happened with the catheter, now that his pain level increased. The patient did not want the pump fixed; only removed. The patient currently had no managing physician was looking for a physician to remove the pump. The pump had been off since (B)(6) 2013. It was noted that the pump was now an annoyance, as it bulged out. It was unknown what drug the pump was used to infuse (device implant query lists the drug as morphine). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.